Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4). Device remains implanted.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm13.2, diopter -17.0/+6.0/062 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2015. The patient began to experience refractive surprise and blurry vision. As of the date of MDR reporting the lens remains implanted.